Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege: patient suffered extreme pain in her right hip and loosening and instability of the implant; friction and wear between the metal-on-metal asr system caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue and bone surrounding the implant; patient has been experiencing severe pain, discomfort and inflammation in her right hip, thigh and groin, with associated lack of mobility, constant aching her right hip, extreme fatigue and inhibition of her ability to walk. Update: (B)(6) 2012 - patient's preliminary disclosure received with operative report of the primary surgery attached. The operative reports states, a v-shaped calcar fracture was noted and appeared to be stable.